Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, separation of cup and head by postoperative diagnosis (B)(6) 2021 replacement surgery performed. When the removed product was confirmed at the surgical witness, it is unlikely that the ring had fallen due to the ring being pushed up without the intervention of soft tissue. The doctor wants to confirm the actual product, and then sales rep would like to collect it as much as possible. The image at the time of removal is attached. Japan-oc-000000107